Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reported that after injection with approximately 1 cc of product in each side of the face with juvéderm voluma® xc, the patient experienced 'lop sided look" on one side of the face and pain in the masseter and also on lopsided half of the face. Health care professional suspects that the injector may have injected deep along the zygomatic arch and used a bolus of product instead of micro droplets. The patient indicated that the injecting physician was distracted during the procedure and could have injected more on one side of the face. It is not known if any treatment has been provided. Further follow-up with the treating physician provided the following information: the overcorrection was noted at the right lateral orbit. Healthcare professional also noted that an "abscess was found." Patient was treated with incision and drainage. A culture was performed with unspecified results. Patient was concomitantly taking "antibiotics."

Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the treating physician provided the following information: the overcorrection was noted at the right lateral orbit. Healthcare professional also noted that an "abscess was found." Patient was treated with incision and drainage. A culture was performed with unspecified results. Patient was concomitantly taking "antibiotics."

Manufacturer narrative:
The events of infection and "soft tissue loss" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Further follow-up with the treating provided the following information: the symptoms are no longer ongoing. The physician stated that the "infection resolved. [Patient] may have experienced soft tissue loss."

Manufacturer narrative:
Medwatch sent to FDA on 5/6/2016. Additional information: date of event, brand name, model and lot #, implant date, device manufacture date, evaluation codes. The events of swelling and discomfort are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Follow-up with the injector provided the following information: the patient was injected with 1 syringe of juvederm voluma xc in the bilateral zygomatic arch and bilateral melomental folds. Symptoms began 3 weeks post injection. Swelling and discomfort were noted at the right temple area. The patient was evaluated approximately 4 weeks after injection and was told the event was "probably infection vs allergic reaction." The patient was placed on a prednisone taper and augmentin. 2 days later the patient was placed on minocin. The patient did not fill the augmentin script. The injector ordered an MRI but the patient did not show up for the procedure. The patient was then referred to the treating physician who reported the event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "'lop sided look" on one side of the face and pain in the masseter and on the lopsided half of the face" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that after injection with approximately 1 cc of product in each side of the face with juvederm voluma xc, the patient experienced 'lop sided look" on one side of the face and pain in the masseter and also on lopsided half of the face. Health care professional suspects that the injector may have injected deep along the zygomatic arch and used a bolus of product instead of micro droplets. The patient indicated that the injecting physician was distracted during the procedure and could have injected more on one side of the face. It is not known if any treatment has been provided.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection with approximately 1 cc of product in each side of the face with juvéderm voluma® xc, the patient experienced 'lop sided look" on one side of the face and pain in the masseter and also on lopsided half of the face. Health care professional suspects that the injector may have injected deep along the zygomatic arch and used a bolus of product instead of micro droplets. The patient indicated that the injecting physician was distracted during the procedure and could have injected more on one side of the face. It is not known if any treatment has been provided. Further follow-up with the treating physician provided the following information: the overcorrection was noted at the right lateral orbit. Healthcare professional also noted that an "abscess was found." Patient was treated with incision and drainage. A culture was performed with unspecified results. Patient was concomitantly taking "antibiotics." Further follow-up with the treating provided the following information: the symptoms are no longer ongoing. The physician stated that the "infection resolved. [Patient] may have experienced soft tissue loss." Follow-up with the injector provided the following information: the patient was injected with 1 syringe of juvéderm voluma® xc in the bilateral zygomatic arch and bilateral melomental folds. Symptoms began 3 weeks post injection. Swelling and discomfort were noted at the right temple area. The patient was evaluated approximately 4 weeks after injection and was told the event was "probably infection vs allergic reaction." The patient was placed on a prednisone taper and augmentin. 2 days later the patient was placed on minocin. The patient did not fill the augmentin script. The injector ordered an MRI but the patient did not show up for the procedure. The patient was then referred to the treating physician who reported the event.